Manufacturer narrative:
H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with an 29mm 3000 aortic valve underwent a valve-in-valve procedure after an implant duration of 14 years, 8 months due to aortic insufficiency. The tavr was performed with a 29mm 9600tfx transcatheter valve. The procedure was successful.

Event description:
It was reported that a patient with an edwards' aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic insufficiency.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.